Event description:
It was reported that during a right common iliac stenting procedure, deployment difficulties occurred. The 95% stenosed lesion was located in the severely calcified and moderately right common iliac artery. The 8x38 mm iliac unistep plus stent was advanced to the lesion. According to the physician, the stent "wasn't opening properly, or wasn't the appropriate device for the vessel." The stent and delivery system were withdrawn and removed. The procedure was completed with a 10x38mm iliac unistep plus stent. No pt injuries or complications were reported. The pt condition is reported as "ok."

Manufacturer narrative:
The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).